Manufacturer narrative:
Unit received with intermittent buttons due to moisture damage at keypad traces. Unable to prime unit during prime test due to faulty force sensor resistor. Unit received with bleeding lcd glass. Unit received with cracked reservoir tube and battery tube threads. Unit received with scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was high. Troubleshooting was not able to resolve the issue. The device was returned for analysis.